Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed software error detected. Customer's blood glucose level was 187 mg/dl. Customer states this alarm occurred repeatedly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No hardware low-level failures, post-reset alarm or spi to motor pic communication error noted during testing. No spi to motor pic communication error noted in the formatted history file. Hardware low-level failures was present in the device trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. All buttons function properly. During visual inspection, found the keypad connector on electrical board was properly locked. The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 23, 2019.